Event description:
It was reported that the pump miscalculated a bolus. However, during troubleshooting the pump logs were reviewed and based on pump settings and customer input the bolus was calculated correctly. Due to the administered bolus the customer experienced a low blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. The customer addressed their bg level by consuming carbohydrates. The customer continued to use the pump for insulin delivery and was encouraged to check with their health care provider regarding diabetes management.